Event description:
It was reported that the user experienced urgent low sensor alerts overnight and subsequently high glucose, then received dosing stop alerts including insulin occlusion and unable to proceed on the ilet with an inset infusion set; insulin delivery did not occur until after guided troubleshooting that included a dry run, reinsertion of supplies, and tubing fill, after which audible insulin delivery resumed without further alerts. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included user monitoring of glucose and education to consider a disconnected manual injection if needed. Investigation included guided troubleshooting and education. Investigation of this case revealed an occlusion that resolved only after supply change, consistent with an infusion set or line obstruction preventing insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved by replacement and re-priming.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.